Manufacturer narrative:
Manufacturer's investigation conclusion:the reported event of an s3 alarm was confirmed via evaluation at the service depot and log file analysis. The returned centrimag 2nd generation primary console (serial number (B)(6) was connected to alternating current (ac) power and powered ¿on¿. After the start up sequence, the console registered an ¿s3: system alert¿. The console was then connected to test centrimag equipment. The motor speed was increased to various settings; however, the console did not display a flow reading on its display. The issue was isolated to the console¿s flow printed circuit board (pcb) and the pcb was forwarded to product performance engineering (ppe) for further analysis. Ppe evaluation of the returned flow pcb revealed that a fuse in the 5v voltage supply circuitry was electrically open, which would result in the reported event. The fuse was replaced with a known working fuse and the issues resolved. The flow pcb was installed in a known working test centrimag console, and the unit was powered on without any issues or atypical alarms produced. The motor speed was then increased to various speeds and the flow reading displayed as intended. Review of the downloaded log file contained data from the event date of 13mar2025 was reviewed. On (B)(6) 2025 at 01:07:30, an s3: system alert alarm activated that was associated with a voltage supply issue. In addition, the flow reading dropped to 0 liters per minute (lpm). The system was manually shutdown on (B)(6) 2025 at 04:04:13. The system was then powered on and briefly put in to use on (B)(6) 2025 between 04:05:48 ¿ 04:13:40 and then removed from use for the remainder of the log file. The reported event was determined to be due to a compromised fuse on the flow pcb; however, the root cause of the damage could not be conclusively determined through this analysis.the device history records were reviewed and the records revealed that the centrimag console, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications.the current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The 2nd generation centrimag system for use with centrimag and pedivas blood pumping systems section 8 ¿ ¿emergencies/troubleshooting¿ provides instructions for operation when there is a need to exchange the main console or motor with a backup console or motor. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system for use with centrimag and pedivas blood pumping systems, section 10.1 ¿ "appendix I ¿ 2nd generation centrimag primary console alarms and alerts", cover all alarms (auditory and visual), including system alarms, and the appropriate actions to take if the issue does not resolve. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Corrected data: section g4: PMA # corrected. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
There was no patient involved. The centrimag motor was also exchanged. All items being returned were already received by abbott.

Event description:
It was reported that there was a persistent s3 alarm on a rental centrimag console during functional testing. The customer pressed alarm acknowledge without resolution. It was then powered down and disconnected from ac power for 30 minutes. The centrimag console was then plugged into a different outlet after which an s3 alarm occurred again with no resolution after depressing the alarm acknowledge button. The product would be returned and no replacement was required.

Manufacturer narrative:
Section a - there was no patient involved. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.